Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing rupture. The rupture was at the right exit tubing. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump and two cylinders were returned for evaluation. Abrasion was noted on the longer exhaust tube and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 2. This was a site of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation on the cylinder 2 exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
According to the available information the titan was revised due to right exit tubing rupture. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.